Event description:
It was reported that the ilet user experienced overnight hypoglycemia, treated with oral glucose and a graham cracker, followed by a rebound hyperglycemia. Review indicated frequent user-initiated pauses of the pump near 100 mg/dl and education was provided on appropriate pause use. Symptoms included hypoglycemia and hyperglycemia ranging from 58 mg/dl to 365 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, characterized as overtreating hypoglycemia. A specific device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.